Event description:
A malfunction alarm was reported for an insulin pump, but there were no notable events preceding the malfunction. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with a pump reset, after which the malfunction code did not recur. The customer was advised that they may continue to use the pump and to call back if any further malfunctions occur. No device return was initiated, and no replacement pump was provided.